Event description:
It was reported that the cast cutter w/ 8 foot cord was allegedly overheating and smoking during a cast removal. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the cast cutter w/ 8 foot cord was allegedly overheating and smoking during a cast removal. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The report of alleged overheating and smoking could not be confirmed as the product was not received for evaluation. The potential cause for failure could not be determined.